Manufacturer narrative:
Return 10-10-2025: product not returned, image in case depicts 1 v3 palodent universal blue ring (new and improved v5 design) with a broken tyne. Over molding date codes verified ¿I¿ for september and ¿p¿ for 2024. DHR and retain evaluation will be conducted. (B)(6). Retain 10-10-2025: final product retains are not kept as per normal procedure. Retains from over molding item#: 759870, lot#¿s: 08961157, 08961158 & 08961159 were reviewed and inspected per 0290-ip-7.5-60-58 and were found acceptable. (B)(6). DHR 10-10-2025: DHR for item#: 659760v, lot#: 08959600 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the palodent v3 univ 2 ring refil. Work order: (B)(4) is the packaging work order which utilized 3 over-molding of the springs to rings production work orders/runs of item: 759870 (v5 ring universal - palodent) lots in which were 08961157 (produced 09-2024), 08961158 (produced 09-2024) & 08961159 (produced 09-2024). Dhrs for each molding work order have also been pulled, reviewed, and attached to this case. DHR review did not identify any issued during production with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-60-14 & 0290-ip-7.5-60-58. (B)(6).

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a palodent v3 univ 2 ring refil broke during use. No injury occurred.